Event description:
Suspected bowel injury treated with gram negative and full spectrum antibiotics.

Manufacturer narrative:
There was no evidence of out of specification condition that could have contributed to this event.